Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: f/g, promus element,mr,ous 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 212 mm distal to end of strain relief, while the hypotube was broken it was not completely separated, the two portions were being partially held together by the outer coating. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-feb-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.50 x 28 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion despite several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.